Manufacturer narrative:
No devices have been received for evaluation.

Event description:
On (B)(6) 2017 one gold tipped cross connector driver was broken during a removal case. Two complaints were sent in at once and clarification is pending. The report will be updated if additional information can be gained.

Manufacturer narrative:
One driver and three torque limiting handles were received on 07/20/2017. These were evaluated. The driver was confirmed as broken and one of the three handles was found to be out of specification for ability to limit torque, with a reading beyond the upper specification limit for the rating of the handle.

Event description:
On 07/20/2017 one axle driver and three torque limiting handles were received for evaluation.